Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements ranging approximately low 100's-120 ohms. It was noted that there were several out of range measurements recorded, measuring greater than 125 ohms. The physician is aware of the shock impedance observations and the boston scientific representative reached out to technical services (ts) for troubleshooting options. Ts was able to provide troubleshooting options and referred the representative back to the treating physician. The rv lead remains in service at this time. No adverse patient effects were reported.